Manufacturer narrative:
Determination of root cause: assessment: a review of the log file for the date of the reported event showed no system generated warnings. All cases were completed and operating parameters were within specifications for every case. The system was found to be operating to specifications during the time of this pt's surgery. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection could not be reviewed because the facility declined to provide any pt specific info. Nonetheless, upon telephone conversation with the chief surgeon at the surgery center, it was indicated that the pt had photorefractive keratotomy (prk) with the possibility that "not all of the corneal epithelium had been removed, or the eye had been overly hydrated prior to the laser ablation". He further mentioned that those factors could have "masked" the delivered laser treatment given the low prescription about -1.75 sphere. Based on the limited info provided over the phone, the severity was determined to be moderate. In this case, the surgeon indicated over hydration of the cornea and surgical technique as possible contributors to the reported event. As noted in literature, improper hydration of the stroma during refractive surgery may be associated with unplanned outcomes. Relative over hydrated corneas could result in an undercorrection. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the undercorrection. However, the non-product related factors mentioned above may have been contributors. (B) (4). (B) (4).

Event description:
Adverse event: undercorrection. A laser technician reports one pt that received little or no effect from the prk procedure. The chief of ophthalmology and refractive surgery from the site stated after review of the case, he feels the pt's current status is most probably due to a possibility that not all of the corneal epithelium had been removed or the eye had been overly hydrated prior to laser ablation. The pre and post-op pachometry and topography measurements are almost identical, reflecting that the laser ablation may have been absorbed by the corneal epithelium or excessive hydration of the ablation area. He also stated, given the low prescription (about -1.75 sphere), it is certainly possible that the factors he mentioned could have masked the delivered laser treatment. The chief of ophthalmology also indicated the laser's performance was not a factor that could have contributed to the pt outcome. The operating surgeon reported that the pt has not suffered any harm or injury and does not feel it necessary to provide the requested pt records. No further info is anticipated.